Event description:
In 2006, the customer reported to bsc that during an upper gi procedure for a female patient (age unknown) for treatment, the resolution clip device would not complete the deployment sequence by releasing from the catheter after being attached to the bleed site. Eight resolution clips were used prior to this one along with one additional clip used, but they all yielded the same results. The procedure was successfully completed with the eleventh resolution clip device. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Please note associated medwatch reports: 6000048-2006-526, 527, 528, 529, 530, 532, 533, 534, 536.